Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section: the reported device is an OEM device, therefore, a lot of history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not working. No power. No patient effects or delays reported. Opened up another hemopro 2 extension cable to complete case.